Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was later reported that therapy worked during the day for the patient but at night she flooded the bed and wore pads. The patient also had a urinary tract infection that started in 1999 and went away, but was now back. The patient had been having urinary tract infections once or twice a month or more often. She liked to turn stimulation off to see if that would help with urinary infections. It was noted that the patient had not seen her hcp since (B)(6) 2009 to check the device. The patient had not had any falls recently but several years ago she did. It was noted that the patient was taking vescare medication and exercising. The patient reported a loss of therapeutic effect, but then stated that the therapy worked well for her except for the urinary tract infections. It was noted that the patient fell in 2002, and had a knee replacement in (B)(6) 2009. The patient tried different settings and programs which did not help. It was noted that the patient had an appointment with a pa scheduled for (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3889-28, lot# v172553, implanted: (B)(6) 2008. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient had a sore spot on her labia on one side and asked where the device was implanted. It was reviewed that device does not pass through the vagina as the patient thought. The patient stated that she has interstitial cystitis and frequent bladder infections. The patient stated that the sore makes it irritated and makes it hurt and later mentioned the sore was gone. The patient indicated that the stimulation was intermittent and did not think that it was working anymore. The patient turned it off on (B)(6) 2013. The patient indicated that sometimes it felt stronger than other times and sometimes she felt stimulation and sometimes she did not. It would go back and forth like that for a few weeks. The current managing physician turned it back on in (B)(6) 2014 and told patient that it had a short in it and the battery needed to be replaced. The patient had not been back to the health care provider since (B)(6) 2014. The patient indicated that she probably would have it replaced.